Event description:
When using size 3 plastic laryngoscope blade with handle, the light was very dim, and flickered. This was a one-time occurence with the these devices. Staff believes the handles does not seat properly on the blade ensuring a tight connection. There was a delay of care and there were other options available for the procedure. The prior risk manager and emergency department manager did not retrain these items. They have been no new instances reported a failure. What was the original intended procedure? Intubation. What problem did the user have? Device failed (e.g. Broke, couldn't get it to work or stopped working); device was hard to use.

Manufacturer narrative:
Narrative regarding the acknowledgment: gathering pms data, heine optotechnik gmbh & co. Kg (heine) searched for reported incidents in the maude database under the general keyword "heine". The search has been executed on (B)(6)2022. This is the date heine became aware of the reported incident. A unknown risk manager reported a malfunction of the heine xp macintosh disposable blade_mac 3, f-000.22.763. Heine did not receive the copy of the user facility report which has been sent to the us agent on (B)(6)2020 by the FDA. Therefore, heine did not react with regards to the user facility initial report filed on (B)(6)2020 report #(B)(4) up to now. To get in contact with risk manager (initial reporter), heine will contact FDA and ask if resending of the user facility report is possible. Immediate actions and investigation started on (B)(6)2022. Narrative regarding the report duration: due to problems with setting up the webtrader production account, the report has already been submitted by sending an email to "dice". A subsequent submission via the emdr submission with the description of the circumstance was requested. Narrative regarding the question, why the event is considered as non-reportable: heine contacted the initial reporter and summarized the result below. The laryngoscope blade or photos are not available. The health care facility was contacted several times about this issues. Last try was on (B)(6)2024. No answer was provided until know. Questions about manufacturing date remained unanswered. The handle that is used in combination with the laryngoscope blade is not known. Based on this, heine cannot perform a technical investigation. The data analysis in reference to complaints, non-comforming products and repair does not show any deviations or trends.

Manufacturer narrative:
Narrative regarding the acknowledgment: gathering pms data, heine optotechnik gmbh & co. Kg (heine) searched for reported incidents in the maude database under the general keyword "heine". The search has been executed on 07/20/2022. This is the date heine became aware of the reported incident. A unknown risk manager reported a malfunction of the heine xp macintosh disposable blade_mac 3, f-000.22.763. Heine did not receive the copy of the user facility report which has been sent to the us agent on 12/03/2020 by the FDA. Therefore, heine did not react with regards to the user facility initial report filed on 11/18/2020 report#: (B)(4) up to now. To get in contact with risk manager (initial reporter), heine will contact FDA and ask if resending of the user facility report is possible. Immediate actions and investigation started on 07/20/2022. Narrative regarding the report duration: due to problems with setting up the webtrader production account, the report has already been submitted by sending an email to "dice". A subsequent submission via the emdr submission with the description of the circumstance was requested. Narrative regarding the question, why the event is considered as non-reportable: heine contacted the initial reporter and summarized the result below. The laryngoscope blade or photos are not available. Questions about manufacturing date remained unanswered. The handle that is used in combination with the laryngoscope blade is not known. Based on this, heine cannot perform a technical investigation. The data analysis in reference to complaints, non-conforming products and repair does not show any deviations or trends.

Event description:
When using size 3 plastic laryngoscope blade with handle, the light was very dim, and flickered. This was a one-time occurence with the these devices. Staff believes the handles does not seat properly on the blade ensuring a tight connection. There was a delay of care and there were other options available for the procedure. The prior risk manager and emergency department manager did not retrain these items. They have been no new instances reported a failure. What was the original intended procedure? Intubation. What problem did the user have? Device failed (e.g. Broke, couldn't get it to work or stopped working); device was hard to use.